Event description:
It was reported that an altitude alarm occurred due to the pump being worn against the skin without a case, which could obstruct the speaker holes or expose them to moisture. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Reportedly, customer reverted to manual injections for insulin therapy.